Event description:
(B)(4). I received the implantation at (B)(6) hospital in (B)(6) 2010 by my ob (B)(6). It was covered under my (B)(6) plan. The onset of events began in 2010 but the report will not allow me to change the date. Cramping, sharp/stabbing pelvic pain, painful periods, painful intercourse, yeast infections, cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina), itching, burning, stinging, stabbing of vaginal entrance (vulvodynia), breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, face pain (trigeminal neuralgia), all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches or migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog andndash; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, seizures, stroke symptoms, ringing in ears, black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness in thigh, numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin, nerve pain, tremors/shakiness, dizziness, unexplained/easily bruising, muscle spasms, vision problems (floaters, blurred vision, decreased vision), dental issues.